Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting elevated metal ion levels, pain and suspected local adverse tissue effects possible alval. Pseudotumor cyst was found and excised. Mild to moderate corrosion to the trunnion and black staining also found. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-173663 ¿ m2a head ¿ 089620; 103203 ¿ taperloc stem - 034530. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02720, 0001825034 - 2020 - 02721.

Event description:
It was reported that patient developed pain and elevated metal ion levels post right total hip arthroplasty. Approximately 11 years post implantation the patient underwent a revision surgery where a pseudotumor was excised and tissue damage and corrosion on the trunnion of the stem was noted. The head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.